Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as looking like an allergic reaction, hives on back, chest, neck and shoulders. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydroxyzine tablets and hydrocortisone cream for the rash, and advised to remove the device. Follow up indicated that the rash improved.